Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 210mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller mentioned that she forgot to take off the device while having an MRI. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of the motor encoder signal being out of phase.